Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post the patient's generator changeout procedure the implantable cardioverter defibrillator (ICD) implant system was removed due to a pocket infection. A new ICD system was implanted. No further patient complications have been reported as a result of this event.